Event description:
It was reported that a 6f angio-seal vip was selected for closure following a stent placement in (B)(6) 2011. Three months later, the pt was diagnosed with a subtotal occlusion of the right common femoral artery. The pt also had re-stenosis to her left anterior descending artery (lad) stent. The physician used a silverhawk device to re-open the artery. The pt was reportedly stable following the event. The event date and implant date are month specific.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal pt info guides states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal will naturally reabsorbed by the body.